Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation

Event description:
As reported, unable to advance device in 14 french sheath during tavr. Had to reopen a new device.

Manufacturer narrative:
One 14f manta closure was returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on all components. No manta sheath was returned. The manta lumen was kinked, and the anchor was pushed out. The lever of the manta was not engaged. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tubes occurred when met with resistance. The physician removed the 14f manta closure, the sheath remained in place. A new 14f manta closure was placed, successfully achieving hemostasis.